Event description:
It was reported that the ventricular lead exhibited poor sensing and high capture thresholds. The lead was repositioned in 2009. The lead was subsequently replaced the following month, due to high capture thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.